Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the recorder took 15 minutes to recognize the capsule, then would not initiate calibration. Technical support informed the customer to attempt to use a capsule stimulator as well. The recorder worked correctly during the previous procedure. There was no patient and user harm and a repeat procedure was necessary.